Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that a loss of capture and a loss of sensing were observed on the right ventricular (rv) lead. X-ray imaging was performed and confirmed pneumothorax caused by the rv lead. The rv lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. A tip stiffness test was performed and the full helix extension length was measured. Both results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of loss of sensing and loss of capture were not confirmed. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with those occurring at the time of the procedure. X-ray examination of the lead found an overtorque of the inner coil consistent with the procedural damage.